Manufacturer narrative:
Evaluation summary: three opened 25 ga trocar assemblies (2 missing trocars) with no tip protectors in a tray were received. A visual inspection was performed and they were determined to be non-conforming for damaged tips. One trocar tray was returned with 3 blades and no caps covering the blades. All three had damaged tips. Penetration testing could not be performed due to the damage of the samples. For this complaint file, the final customer lot was identified. For this final lot, sixteen component lots were used to make up the final lot. A device history record review was conducted. According to the device history record reviews, (B)(4) lots were reprocessed for anomalies that did not contribute to the customer complaint. The device history record review did not point to a root cause because the lots were reprocessed and the product was released in accordance with all product acceptance criteria. Eleven lots had no anomalies based on the device history record reviews. The root cause for damage to the trocar blades cannot be determined from the evaluation. The damage to the returned samples is consistent with damage that can occur when a blade contacts a hard surface such as the protective tray, or improper handling, or contact with another instrument during surgery or set-up. Since the samples were returned without caps in the tray the evaluation was not able to determine when the blades were damaged or if the damage observed during the sample evaluation is the same issue identified by the customer.

Manufacturer narrative:
Sample received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A pharmacist reported that two trocars were not sharp enough during a procedure therefore preventing the surgeon from piercing the eye. The surgeon opened a new pack to take 2 additional trocars which functioned perfectly. Surgery was completed without patient impact. Additional information has been requested.